Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The consumer allegedly fell twice due to "faulty brakes" that will not stay locked. No serious injury is alleged.